Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's left ventricular lead exhibited high pacing impedance. No intervention was performed. No patient condition or further information could be obtained.